Manufacturer narrative:
A5: ethnicity = chinese. E1: phone= (B)(6). Investigation ¿ evaluation. As reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, the 'bakri tamponade balloon catheter' leaked. The patient experienced a blood loss of 550 ml. The balloon was placed transabdominally. After positioning the balloon, saline was inflated into it, revealing a drip-like leak at the balloon tip. The procedure was completed successfully by replacing the balloon. Reportedly, the total blood loss was approximately 620 ml without the need for a blood transfusion. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as a visual examination and functional testing of the returned device, were conducted during the investigation. The complaint device was returned without package or label. Upon visual inspection, no damage to the device was noticed. Functional testing was conducted in which the balloon was inflated with water and a leak was observed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, the 'bakri tamponade balloon catheter' leaked. The patient experienced a blood loss of 550 ml. The balloon was placed transabdominally. After positioning the balloon, saline was inflated into it, revealing a drip-like leak at the balloon tip. The procedure was completed successfully by replacing the balloon. Reportedly, the total blood loss was approximately 620 ml without the need for a blood transfusion. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.